Event description:
A patient reported they were unable to test due to missing segments and "clean test area" prompts on their one touch basic meter. The result on their meter was 70 mg/dl. Tests were done more than 30 minutes apart. Treatment was unknown. Patient's spouse mentioned patient did pass out, but stated it did not have to do wtih the meter. No further information has been reported.